Event description:
The customer reported the system displayed a charger failure, low ma error, and low kv error. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet reported on eval of the system. (B) (4)